Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patients ipg does not hold charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.